Event description:
The customer reported that the surgeon was removing the ima and had sealed 4 to 5 times around the ima. When the surgeon sprayed the area with fluid after sealing, one of the vessels bled. According to the surgeon, the vessel's width was bigger than 7mm and some of the tissue might have been bunched in the jaw hinge. There was minor blood loss under 500cc.

Manufacturer narrative:
(B)(4). Date of initial report : 01/15/2015. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : 01/15/2015. Date of follow-up report : 03/09/2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.